Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, medication was not showing on the patient profile. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on profile. A technical support specialist stated that the employee did not have the necessary permission to add medication to the profile. The system functioned as intended after the technical support specialist tested the device.